Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was oversensing noise on the ventricular channel resulting in non-sustained events, pacing inhibition, and a flat-line shocking electrogram. Review of the episode detail noted the problem originally occurred three weeks after a lead revision was peformed in april 2004.